Event description:
It was reported via facility medwatch (medwatch form number mw5088684) that the patient was experiencing an irritating itching symptom at the lower back. The physician did not believe that it was device related and patient was advised to consult to a dermatologist. The patient wa prescribed with dymista, allegra.